Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable on the mega needle driver instrument was observed to be broken and exposed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable is frayed. The frayed grip cable was found at the distal idler pulley. There was no physical damage to the pulley. The frayed segment sticks out at the wrist. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.